Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, high threshold was observed on rv lead. The lead was explanted and replaced. The patient was doing well before and after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.